Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
According to the information received by fax from the clinic, a pt underwent a revision surgery 2 years after the implantation. Risk manager alleged that the revision surgery took place, because the femoral head broke into the pt. "